Event description:
It was reported that the right ventricular (rv) lead had perforated. The rv lead was not capturing at max output and had a high impedance and low sensing. A computed tomography (CT) scan and an x-ray were performed, confirming the perforation. The rv lead was extracted and replaced. The patient is in stable condition.